Manufacturer narrative:
9 cm of the catheter was returned. The returned catheter met the requirements for patency and leak testing. Therefore the condition of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a ventricular catheter was implanted on (B)(6) 2015. According to the report, there was no improvement in the patient's ventricles and nerve conditions after the operation. It was also reported that the patient's low csf flow had caused the ventricle to enlarge. According to the report, the catheter was explanted and replaced on (B)(6) 2015.